Manufacturer narrative:
Investigation summary: a specific cause for the reported bleeding, elevated ldh, and elevated bilirubin level as well as a direct correlation with the device could not be determined through this evaluation. The patient was implanted on (B)(6) 2019, at which time the patient reportedly experienced massive perioperative bleeding. The account reported on (B)(6) 2019 that the bleeding had resolved. However, at that time the patient¿s platelet count was low with a very high total bilirubin level. He remained hemodynamically stable with stable pump parameters and no active alarms. Per the report, the center¿s differential diagnosis included pump thrombosis vs bleeding complication vs liver dysfunction. Log files were submitted to aid in ruling out pump thrombosis. The submitted controller and lvad event and periodic log files cumulatively contained data from 02jan2019 ¿ 12jan2019 and appeared to show the system operating as intended with no atypical faults, alarms, or parameter trends suggestive of potential pump thrombosis. Information provided on 16jan2019 indicated that the patient¿s ldh the day prior was 750 and was improving with no evidence of hematuria. Moreover, his total bilirubin was still elevated but improving daily. The patient reportedly remained stable. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists pump thrombosis, bleeding, hemolysis, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 10 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported on (B)(6) 2019 that the patient had massive bleeding which was resolved. Recently reported that the patient had low, rising ldh and very high tbili, the pump parameters and hemodynamics were reported to be stable. The differential diagnoses listed has not been ruled out. Although log file analysis does not show any trends that suggest thrombosis, log file analysis should not be used alone to rule out thrombus. Clinical correlation is required. Log files were captured and review noted that there were no unusual events within the log files per manufacturer's technical service review and reported that the log file pump parameter trending presented was typically not suspect of pump thrombus. On (B)(6) 2019 clinical consultant reported that the patient was stable and the ldh on (B)(6) 2019 was 750 units/l. The patient's current status does not have hematuria, ldh was improving, tb still elevated but improving daily. No further information was provided.